Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance. The right atrial (ra) lead exhibited high thresholds and no capture at high outputs. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 5076-52lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.